Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. The system board and cpu sister board was returned to the manufacturer's product investigation laboratory for further investigation. The system board was visually inspected and found no visual defects. The pil tech could not duplicate the e-037 error from the service. The system pca was operated for approximately 1 hour. Pil has determined that the suspected system pca operates as designed and the tech could not reproduce reboot errors from system pca operation, the system board functioned as designed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.